Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available. Reported event: an event regarding difficulty engaging stereotactic's during reaming involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 397 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding difficulty engaging stereotactic's during reaming. There were other reported events (pr (B)(4)). Conclusion: the session and log data from the case were reviewed. An analysis of system verification values and bone registration was completed. Based on this analysis, all system verification values were within tolerance. No data was captured to conclude whether a bumped array occurred. Based on the bone registration analysis, the pelvis was properly registered. The data at this time shows the mako operated as expected. No system defect or malfunction is suspected.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). It was reported that while impacting the cup, the cup did not seat fully due to soft tissue in the way. Surgeon wanted to re-ream more medial so went back into the plan and moved the cup positioning more medial by 2mm. After moving the plan the surgeon could not return into the stereotactic field. The case was completed successfully by completing some steps manually.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). It was reported that while impacting the cup, the cup did not seat fully due to soft tissue in the way. Surgeon wanted to re-ream more medial so went back into the plan and moved the cup positioning more medial by 2mm. After moving the plan the surgeon could not return into the stereotactic field. The case was completed successfully by completing some steps manually.